Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information indicates that the device was explanted. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device passed a combination of automated and manual electrical testing commensurate with its battery status. Testing and analysis found that the device was not a bin hopper. In summary, it was determined that this device experienced normal battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker's battery reportedly had one year remaining and was at end of life (eol). Boston scientific technical services (ts) suggested to have device analysis or a save to disk. Additional information indicated that a save to disk was not advised. Ts did not see the device went to elective replacement indicator (eri) then end of life (eol) and no reprogramming was done. However, the patient was referred to surgeon for replacement soon. To date, this pacemaker remains in service. No adverse patient effects were reported.